Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the unit was missing its device software applications and the software was reconfigured, reloaded and updated to resolve. Analysis further noted that the overlay had a crack and that the stylus was not responsive in an area of the screen, that the stylus tip was separating from the main pen body but that it remained functional, there were broken tabs on the power cord bay door and a broken latch on the media bay door, the keyboard latch was broken, there was a broken rail cover on the keyboard slide and the hard drive health was less than 100%. Due to the lack of available replacement parts the unit was to be scrapped and replaced.

Event description:
It was reported that following a software upgrade via the universal serial bus, all device applications were removed from the programmer. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.